Event description:
Viewing of the final angiogram performed of the endovascular graft placement to treat an abdominal aortic aneurysm, noted a type I endoleak seen at the aortic seal zone. The physician elected to place another manufacturer's stent in the aortic opening to seal the endoleak. During the deployment of the stent, the main body suprarenal open stent was displaced. The stent placed for interventional purposes landed between the struts of the graft's suprarenal stent. As the stent was expanded with a balloon catheter, it was noticed that the crown of the suprarenal stent was displacing. A final radiograph was taken showing the crown of the suprarenal stent crushed between the deployed stent and the aorta. The type I endoleak did improve but was filling slowly. Procedure was concluded and a follow-up with cta. There were no pt complications.